Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient mentioned a problem with the MRI they had. The patient mentioned the MRI had been for their back and that it wasn't related to their device/therapy. The patient reported that on the last wednesday or thursday prior to the day of the call they had gone to have an MRI and that ¿5 or 10 minutes¿ they had started hurting really bad like in their private area or ¿wherever the stimulator¿ was. The patient noted it was shooting pain and they were screaming and then they stopped it and that no one had told them they couldn't have an MRI. The patient reported they told the MRI technician that they had an (unrelated) knee replacement and an ins prior to the MRI and a bladder stimulator and the technician just replied ¿oh ok¿. The patient noted that their pain was now gone. The patient was going to follow up with their health care physician (hcp). There were no further complications reported/anticipated.